Event description:
Per pt tracking, this lead was explanted due to dislodgement and because the screw wouldn't retract. There were no other adverse pt effects reported. On 09/03/2010 - this device was returned.